Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 507 mg/dl at the time of incident. The customer's blood glucose was 66 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer did not want to continue troubleshooting at the time of call. The insulin pump will not be returned for analysis.